Manufacturer narrative:
The device history record (DHR) for the lot number 6425763 was reviewed on (B)(6) 2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline implant, catalog #3502350, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline implants on (B)(6) 2011 developed health problems post tubing accident on (B)(6) 2015. The patient had migraines post accident which she treated with botox. She developed tension and pain in the neck, back, and between the shoulder blades, fatigue, numbness in her hands which returned negative for multiple sclerosis. The patient feels she has trouble breathing when she is laying on her back and side. Sleep studies returned inconclusive. Her muscle strength has decreased in the upper extremities. She had a burning feeling in her breasts, the left side being worse. The patient reported developing anxiety and depression in (B)(6) 2015. The patient then began experiencing migraines, numbness in hands and legs, light sensitivity, insomnia, extreme fatigue, brain fog, memory loss, tinnitus, and joint pain in (B)(6) 2015. In (B)(6) 2015, the patient experienced vision loss. The patient was assessed with bilateral baker grade ii capsular contracture on (B)(6) 2016. The patient also reported yeast infections, persistent bacterial infections, candida sinus and urinary tract infections. The patient also reported general chest discomfort, shortness of breath, pain, burning sensation around her implants/ underarm, inflammation, low libido, slow healing, and easy bruising. The patient underwent en bloc with total capsulectomies on (B)(6) 2016. The patient reports an improved condition post explantation. Both implants were intact upon explantation. Both the capsule and implants were sent to pathology. The right implant capsule shows minimal chronic inflammation. The left capsule showed fibrous capsule with mild chronic inflammation with focal synovial metaplasia. Soft tissue changes were consistent with a traumatic neuroma. No atypia and no malignancy was noted. See 1645337-2018-06950 for contralateral prosthesis report.